Event description:
It was reported that during use of the device for a cardiopulmonary bypass procedure, the user received a false back flow error message. As a result, an alternate device was employed. The surgical procedure was completed successfully, and there were no delays, no blood loss or no adverse consequences to the pt.

Manufacturer narrative:
After the case, they tried the sensor on three different machines and the problem followed the flow sensor. Tech support advised the user facility's biomed engineer (biomed) that flow has to be above 1500 rpm to prevent coast back flow. The biomed is trained on the unit by the MFR.